Event description:
It was reported that the pump had error code 46221 that occurred during infusion. No harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the pump had error code 46221 that occurred during infusion. Visual and functional testing was performed. Upon further investigation, dso seal minor bubbling found, fluid contamination found at the bottom of the rear case. The probable cause of the reported problem unknown.